Event description:
The recipient reportedly experienced potential device failure. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
The recipient reportedly elected explant surgery due to a technology upgrade. The external visual inspection revealed a severed array, as well as a damaged epoxy header and fantail region. These anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical test from being performed. The device passed the electrical and mechanical tests performed. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.